Manufacturer narrative:
Zimmer biomet complaint (B)(4). The only components returned were the shrink wrap, carton and the bearing. The product was opened and there was no tyvek or blister packaging present. Review of xa and DHR determined that there were no deviations or anomalies and the correct quantity of packaging components were issued. As a result this complaint is non-verifiable. Review of inspection criteria and the DHR determined that this product was likely conforming when it left zimmer biomet control. A root cause could not be determined. It was relayed by the gscc that all ten (10) units they received were shipped directly to spain and had not been previously shipped any where else. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a total knee procedure on (B)(6) 2016, when the sales rep opened the box the inner sterile packaging, the blister and tyvek, were missing. The only sterile packing present in the box was the shrink wrap around the bearing. The product was not used during surgery.